Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had flashing display. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The insulin pump was beeping with a white screen. It was reported that there was no screen flashing when screen was turned on after being in sleep mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments or partial display or perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to device flashing white light on the display.